Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the device failed to retract the sheath and the stent failed to deploy. A model cvd bil endo 8fr 10x80 194cm had been advanced to treat a target lesion in the common bile duct. While attempting to deploy the device, the device was not able to unsheath and the stent was unable to be deployed. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.